Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed using the naked eye which observed holes in the tubing. A functional test was performed including pressure test and clear passage testing which revealed a leak due to holes in the tubing. The reported condition was verified. The cause of the condition was potentially an issue during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of a clearlink system continu-flo solution set leaked and the "IV line was wet to touch". This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.